Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that while filling the tubing the insulin pumps screen would get stuck. Customer also states that the buttons are not responsive. Nothing further reported.